Event description:
It was reported that cartridge got damaged and cracked when pump fell onto floor while cartridge was inserted. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer technical support planned to contact customer for follow-up and additional details.